Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional five devices with reported issues referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that vessel puncture closure was attempted using nine proglide devices relative to an unspecified procedure. Reportedly, when firing, only the needles came out [cuff miss] with six proglides. The other three worked fine. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a suture malposition indicating the device was pulled out with the knot formed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.